Manufacturer narrative:
(B)(4). Batch #: t93x4n. The following information was requested, but unavailable: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining / restart generator. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an endometriosis procedure the harmonic ace 7 device presented a defect and a new device was ordered to replace it.